Event description:
This is the second of two reports regarding ins030 (hand drill - sterile) (same product ID, different lot numbers). It was reported that there was discoloration on the inside package; there was a strain on the packaging itself. Both product were opened. The products were use when they noticed the stain. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reports incident has not been received by evaluation. An investigation has been initiated based upon the reported information.